Event description:
Procedure performed: unknown. Event description: [translation] the transparent inner part of the device became maladjusted during the procedure. We realized this when we saw this part of the device in the patient's abdomen. It was subsequently removed. Additional information from customer complaint form received 6jun23: no clinical consequences. Information received from applied medical representative via email 6jun23: no more information available. Type of intervention: it was subsequently removed. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two black rubber components and clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The black components were identified to be the duckbill and septum, internal rubber components of the seal. The clear component was identified to be shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: [translation] the transparent inner part of the device became maladjusted during the procedure. We realized this when we saw this part of the device in the patient's abdomen. It was subsequently removed. Type of intervention: it was subsequently removed. Patient status: ok.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.